Manufacturer narrative:
Additional information: upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA/ca¿s name/health canada was not a valid serial number. Therefore, section d4 was updated to unk. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint and fs libre reader no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An hcp reported a consistent "stuck" reading of " 2.9 mmol/l," using the adc freestyle libre 2 reader. On (B)(6) 2021, as a result, the customer had a loss of consciousness, and the wife called emergency services. Upon arrival, a blood glucose test of 1 mmol/l was obtained on the paramedic¿s meter and provided the customer unspecified medical treatment. The adc reader continued to show a reading of 2.9 mmol/l even after a follow-up blood glucose test of 5 mmol/l was obtained on the hcp meter. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An hcp reported a consistent "stuck" reading of " 2.9 mmol/l," using the adc freestyle libre 2 reader. On (B)(6) 2021, as a result, the customer had a loss of consciousness, and the wife called emergency services. Upon arrival, a blood glucose test of 1 mmol/l was obtained on the paramedic¿s meter and provided the customer unspecified medical treatment. The adc reader continued to show a reading of 2.9 mmol/l even after a follow-up blood glucose test of 5 mmol/l was obtained on the hcp meter. No further information was provided. There was no report of death or permanent injury associated with this event.